Event description:
Ous MDR- after an implantation time of about 43 months, it was reported that the eos state of the ICD was detected during a routine follow-up. The device could no longer be interrogated. No deterioration in the patient¿s health was reported. The ICD was explanted.

Manufacturer narrative:
Ous MDR.